Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified low readings and it's unknown whether they noted a trend arrow on the device. It was indicated that the customer self-treated with excess glucose and was brought to the emergency room. The customer had contact with a healthcare professional (hcp) and a laboratory result of 320 mg/dl was obtained and compared to a sensor scan reading of 70 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. It was indicated that the hcp provided treatment of glucose tablets to the customer. The length of sensor wear is unknown. There was no report of death or permanent injury associated with this event.